Event description:
It was reported that the patient was "feeling terrible" when ventricular pacing. The patient previously had single chamber device and felt ok. The ventricular pace seems to be triggered by a premature ventricular contraction (pvc). The device was re-programmed from mvp to ddd mode with a longer av delay. Device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.